Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed and there were no visible non-conformances. When the inner ring was compressed, it returned to its original circular shape when it was released. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed - lower segment caesarean section. Incision size measured- 12.5 cm. Alexis inserted and rolled down. Yellow placement ring was folded inwards, obstructing the operating field. Whilst baby was delivered, alexis came out of situ. When reinserting alexis o c section, it would not stay in place. Another alexis o c section was used. Type of intervention - another alexis o c section was used. Patient status -did a patient injury or illness occur associated with the complaint event? No.